Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 22-oct-2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 400mg/dl with extreme drowsiness and dizziness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly self-treated with insulin via the pump. Troubleshooting by customer technical support determined that the patient remained on the pump and that the pump return was not required. The reporter alleged having loss of prime warnings which were found to be triggered by the auto-off alarm feature that was turned on and the pump was shutting off at the appropriate time as programmed. This complaint is being reported because the patient reportedly experienced hyperglycemia associated with pump use for which it was determined that patient use error was a contributing factor.